Event description:
It was reported that patient underwent a kidney transplant procedure on (B)(6) 2014 and suture was used. During the anastomosis of one of the renal arteries, the suture tore for no apparent reason with minimal suture tension. As a result there was massive bleeding following the reperfusion, which in turn caused the necessity to once again ligate the pelvic artery to stop the flow of blood to the kidney until full hemostasis was achieved. The patient has been discharged from the hospital with good renal function. Currently, the patient is good.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.